Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to troubleshoot the issue by using different wall adapters, but the problem persisted. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping. If the pump battery depletes before receiving the new supplies, the customer was advised to rely on an alternate method of insulin delivery.